Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: the keypad cover was observed to be torn along the up arrow and down arrow keypad buttons, exposing the button contacts. During testing, all keypad buttons functioned properly. The keypad cover was removed, and no contamination or other anomaly was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated the up, down, and ok buttons were intermittently unresponsive and peeling off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.